Event description:
It was reported that the fiber cap was damaged @ 20 minutes and 99,799 joules of use. The procedure was completed with a second fiber. Patient outcome: "no damages to the patient".

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge. The glass cap exhibited moderate devitrification at the output window. The metal cap exhibits moderate char. The outer flow tubing exhibits mild contamination, likely biologic. The outer flow tubing exhibits signs of melting at the open end. The identified issues noted above may active the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. The probable root cause: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.